Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event, on or about (B)(6) 2009, and subsequently expired which is alleged to have been caused by the use of the product.

Manufacturer narrative:
(B)(4) . This is one event for the same pt involving two separate products.